Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -09.50/+1.0/112 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2023 due to low vaulting and lens rotation. The lens was repositioned on (B)(6) 2021 but the problem was not resolved. The lens was replaced with a different model and longer length lens and the problem was resolved. The cause of the event was unknown.